Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the proximal left anterior descending (lad). The lesion was predilated at 14 atms but the physician could not cross the lesion with a 2.50x24mm taxus liberte stent. The device was removed outside the pt's body and it was noted that a stent damage occurred. The procedure was successfully completed with a different device. No pt injuries or complications were noted. Pt's condition listed as "good".

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the proximal left anterior descending (lad). The lesion was predilated at 14 atms but the physician could not cross the lesion with a 2.50x24mm taxus liberte stent. The device was removed outside the patient's body and it was noted that stent damage occurred. The procedure was successfully completed with a different device. No patient injuries or complications were noted. Patient condition listed as 'good.'

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination identified proximal stent damage. The struts on rows 3 from the proximal edge were raised. Hypotube kinks were present throughout the entire length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and or procedural factors. (B)(4).